Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack ("ministroke"), tooth loss ("teeth falling apart"), autoimmune disorder ("autoimmune problems"), nervous system disorder ("neurological problems"), impaired work ability ("couldnt work 12 hours shift any longer") and rash ("breakout") and underwent thyroidectomy ("thyroid removal"). The patient was treated with surgery (hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, transient ischaemic attack, thyroidectomy, tooth loss, autoimmune disorder, nervous system disorder, impaired work ability and rash outcome was unknown. The reporter considered autoimmune disorder, impaired work ability, nervous system disorder, pelvic pain, rash, thyroidectomy, tooth loss and transient ischaemic attack to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: autoimmune disorder, impaired work ability, nervous system disorder, pelvic pain, rash, thyroidectomy, tooth loss and transient ischaemic attack. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), transient ischaemic attack ("ministroke"), tooth loss ("teeth falling apart"), autoimmune disorder ("autoimmune problems"), nervous system disorder ("neurological problems"), impaired work ability ("couldnt work 12 hours shift any longer") and rash ("breakout") and underwent thyroidectomy ("thyroid removal"). The patient was treated with surgery (hysterectomy except ovaries). Essure was removed. At the time of the report, the pelvic pain, transient ischaemic attack, thyroidectomy, tooth loss, autoimmune disorder, nervous system disorder, impaired work ability and rash outcome was unknown. The reporter considered autoimmune disorder, impaired work ability, nervous system disorder, pelvic pain, rash, thyroidectomy, tooth loss and transient ischaemic attack to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: deletion process for (B)(4), as it was confirmed duplicated of (B)(4). It will go as deletion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.